Manufacturer narrative:
Results:(other) - investigation of the returned device revealed that the metal buckle was sewn onto the wrong side. Although it is sewn backwards, the buckle will securely latch when the webbing is passed through the buckle. However, in its incorrect orientation the buckle may not secure the webbing properly and application of the product may be difficult. If the device were placed into use it may not provide the right fit; however, it is likely that the device would not be placed into use in this scenario, as the instructions for use (IFU) advise users to always inspect units prior to use and to not uses devices with buckles that do not hold securely. In this case, the issue was identified during setup and the device was not put into use with the patient. A device history record (DHR) of the affected serial number did not reveal any issues that could have contributed to the reported incident. No ncrs were identified. The device passed all verification testing and met manufacturing specifications prior to being released for distribution. Product was pulled from inventory and no instances of buckles being sewn incorrectly were identified. The device was approximately two years old at the time of the complaint. It could not be determined if the device had ever been used before, as the visual appearance looked new. A complaint history review was performed and no similar complaints were found. Therefore, it appears this was an isolated event. Retraining will be performed for operators and inspectors to mitigate against the recurrence of this issue. (B)(4).

Event description:
Customer reported the buckle is sewn on to the wrong side of the belt and will not securely latch. The issue was discovered during set-up and no patient incidents were reported.